Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® plus plastic citrate tubes overfilled.

Manufacturer narrative:
Correction: the initial descrption indicated multiple tubes. There was only one occurrence. Describe event or problem: it was reported that the bd vacutainer® plus plastic citrate tube overfilled. Investigation summary: bd had received samples, but the samples were contaminated. Photos were provided by the customer facility and evaluated. The customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples and photos, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. The customer sample was contaminated therefor no testing was completed. Root cause description: based on the investigation, a root cause could not be determined. The retained product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® plus plastic citrate tube overfilled.